Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they tried to see where the essure coils were but they could never find them, couldn¿t not located my left coil they still never found it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), headache ("it give me a headache"), nausea ("after two it made me nauseous") and gestational diabetes ("high blood sugar with ebaby") and was found to have a pregnancy with contraceptive device ("I did have it my ebaby,I was normal preganant not high risk ,"). At the time of the report, the device dislocation, pregnancy with contraceptive device, headache, nausea and gestational diabetes outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, gestational diabetes, headache, nausea and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following were reported via social media report : device dislocation, pregnancy with contraceptive device, headache, nausea, device ineffective, gestational diabetes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they tried to see where the essure coils were but they could never find them, could not locate my left coil they still never found it'), pregnancy with contraceptive device ('I did have it my "ebaby",I was normal pregnant not high risk ,') and gestational diabetes ('high blood sugar with "ebaby"') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), headache ("it give me a headache"), nausea ("after two it made me nauseous") and gestational diabetes (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, headache, nausea and gestational diabetes outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, gestational diabetes, headache, nausea and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following were reported via social media report : device dislocation, pregnancy with contraceptive device, headache, nausea, device ineffective, gestational diabetes. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.